Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer battery would no longer charge, and the programmer would just shut down at some point. It was also reported that universal serial bus (usb) report transfers were intermittent and a message appeared saying that the usb needed to be formatted. The caller was advised to order a new programmer and to return the programmer to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer battery would not charge. Analysis was unable to confirm the comments that the programmer would shut down and that the universal serial bus (usb) report transfers were intermittent and a message appeared saying that the usb needed to be formatted. However, an error was noted in the error log. The battery was replaced and software was reloaded and the programmer passed all functional, safety, and systems tests.

Event description:
The programmer was returned and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis was performed. The battery was inserted into an operating programmer, the programmer charge light-emitting diode (led) flashes. When the ac power was removed from the programmer the programmer shut down. Battery analysis indicated cell imbalance. Conclusion: confirmed the reported event caused by battery pack failure. The contributing failure mode included cell imbalance.